Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away at home. The cause of death had not been established, yet. The death certificate is not available. The caller stated that the customer came out of the room, asked for a shower and ended up sliding down against the door, holding onto the door knob with both hands, crawled back to bed to be able to get back up and laid down. About 10 hours later, when called for dinner, the caller found the customer diseased. After a second stroke, the customer had balance problems, orthotic hypotension, had open heart surgery 3.5 years ago; the valve was functioning at 19%. The customer had been on a decline since the stroke in 2013, and worse for the past 6 months. The customer's liver was not 100%, the a1c ran really high, and had a heart surgery. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No data was available due to the insulin pump being received without a battery installed.